Event description:
It was reported that multiple quantity of large volume folfusors underinfused during patient infusion. The expected therapy time was 24 hours. The devices contained piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the reported lot # d5 622 does not appear in our database. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.